Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the functional cut test failed. The instrument was placed on an in-house system for latex cut test. The scissors did not cut cleanly through .006 latex. The latex got snagged at the scissor tips, negatively affecting cut performance. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. Failure analysis also found various scratch marks on the tube extension with pad printing removed. Failure analysis concluded that the pad printing removal was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube abrasions with material removed and the pad printing removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the blades of the monopolar curved scissors instrument were dull. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.